Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the narrowing of the aortic body and stenosis (aortic) are confirmed. The ischemia and claudication are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment also determined buckling of the proximal right iliac stent and a type 2 endoleak (non device related) of the lumbar artery occurred that was not in the event as reported. These events were identified during a review of the CT scan dated (B)(6) 2023. The complaint is most likely anatomy related. The patient had complex anatomy that was unusually tortuous throughout the aorta and iliac arteries. The graft landed in a sharp angle causing folding of the fabric lining and iliac limb stent kinking/stenosis. The left common iliac artery maximum diameter was 122mm and extending into the proximal aorta. It was planned to extend the left iliac with 3 iliac stents. The procedure related harms for this procedure were a prolonged procedure (4 times the normal time). The final patient status was reported as being good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - impact code: remove code 4614, h6: investigation finding codes: remove code 3233, h6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during the first post operative visit, the patient complained of claudication. A computed tomography (CT) scan revealed a narrowing of the unsupported segment of the aortic body. The patient is currently being monitored while an intervention is being discussed. Additional information: an internal clinical assessment determined buckling of the proximal right iliac stent and a type 2 endoleak (non device related) of the lumbar artery occurred that was not in the event as reported. These events were identified during a review of the CT scan dated (B)(6) 2023. Additionally, intervention was done with two (2) viabahn (non-endologix) stent grafts and the problem was resolved. The patient was reported as doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during the first post operative visit, the patient complained of claudication. A computed tomography (CT) scan revealed a narrowing of the unsupported segment of the aortic body. The patient is currently being monitored while an intervention is being discussed.